Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. All operating currents are with in specification. Unit received with missing segment due to lcd cracked zebra connector. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose reading was unknown. The customer stated that the insulin pump had horizontal lines going through it for about 3 weeks to a month. The customer stated that the pump was hard to read. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.